Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had received a new battery cap but the insulin pump kept turning off without an alarm. The customer¿s blood glucose was unknown. No further details were given. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test and displacement test due to blank display. Unable to verify battery power loss alarm due to blank display.